Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
An adult male pt was undergoing a bifrontal craniotomy for tumor removal when the excel console with footswitch stopped working. The surgeon had the pt's head open and was ready to begin removal when the 36 khz hand piece and console registered that it was working, but the hand piece was not ablating. The hand piece was switched to a 23 khz hand piece and the console was set to 100%, but it would only go up to a 10% amplitude when the power pedal was pushed. The unit stopped working and gave a hand piece error. The surgery was completed with use of competitor product. There was no injury reported as a result of this event.